Event description:
Complaint number#: (B)(4). It was reported that the hcu 30 showed the error ¿1004 main heater temp. Sensor error¿. The device could not reach specified temperature, due to faulty actuator.

Manufacturer narrative:
It was reported that, during preventive maintenance, the hcu 30 showed the error ¿1004 main heater temp. Sensor error¿. The device could not reach specified temperature. On 2021-03-05 , the getinge field service technician (fst) confirmed the failure. The fst replaced the actuator 24v ac/dc 50/60hz (#70103.4052). All function test passed. The device is back in clinical use. Therefore, the most probable root cause for the failure "error 1004" is a defective actuator 24v ac/dc 50/60hz (material#: 70103.4052). The reported failure ¿error 1004¿ can be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary´s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Further information regarding the repair of the device and investigation of the root cause has been requested. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint# (B)(4). The event occurred in (B)(6). It was reported that, during preventive maintenance, the device could not reach the specified temperature and displayed the error 1004 (main heater temp. Sensor error), due to faulty actuator [material #(B)(4)].